Event description:
It was reported that the insulin pump alarmed, indicating a compromised force sensor system, while the customer was attempting to fill the tubing. The blood glucose reading was 136 mg/dl. No significant events leading to the alarm were noted. The customer was advised that, during seating, the force sensor did not detect the reservoir. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump passed displacement test. However, the insulin pump alarmed prime during basic occlusion test due to slightly loose drive support disk. The insulin pump was received with minor scratches on lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.